Event description:
The manufacturer received information alleging a patient expired. The patient was hospitalized for an exacerbation of copd. The patient was discharged and passed away at home. It is unknown if the ventilator was in use at the time of his death. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient expired. The patient was hospitalized for an exacerbation of copd. The patient was discharged and passed away at home. It is unknown if the ventilator was in use at the time of his death. The device was returned to the manufacturer for evaluation but was found to infested with insects and is unable to be evaluated. The device will be returned to the customer unrepaired as per manufacturer's guidelines.